Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced issue with his sensor. The customer stated that he had gone through three different sensor and experienced a great deal of bleeding at the sensor insertion site about two days after the insertion of the sensor. The customer stated that he was not allowed to board an aircraft because he was bleeding profusely at the insertion site. The customer was on his way to see the doctor at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.